Event description:
The customer reported the system made a loud popping noise followed by an uncommanded shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.